Manufacturer narrative:
Other relevant device(s) are: product ID 9735585, software version: (B)(4). Patient information unavailabe at the time of filing. No devices were returned to the manufacturer for analysis. Device manufacturing date is "unavailable". If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy procedure. It was reported that during surgery with dr. (B)(6). That they were unable to track the biopsy needle. They were in a tumor resection procedure, rather than the biopsy procedure. The site representative switched the procedure to biopsy and was instructed how to lock the trajectory, but at this point, the surgeon decided to abort navigation. Patient was present. Unknown delay of procedure.

Event description:
Additional information received: the clinical engineering rep running the stealth station did not click forward to the ¿navigate¿ screen, which is why the biopsy needle did not track. The screen was stuck on the ¿plan¿ screen. The stealth station is operational, and has no issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: software analysis indicated the reported behavior was the intended behavior of the system software. The software was functioning as intended. Initial reporter: updated. If information is provided in the future, a supplemental report will be issued.